Event description:
It was reported via a trial that on (B)(6) 2007, the patient underwent stenting in the predilated first obtuse marginal with one xience v stent. On (B)(6) 2010, the patient went into cardiac arrest while at the grocery store. During transport of the patient to the hospital via ambulance, the patient was resuscitated with CPR, intravenous cardiac medications, and intubation. On (B)(6) 2010, the patient was extubated after the patient status was made a do not resuscitate/do not intubate. The patient had elevated cardiac enzymes and chest pain. The physician feels that the chest pain may be related to chest compressions provided during CPR with possible rib fractures. The patient was treated with comfort measures such as pain medication and expired on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death and pain are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.